Event description:
It was reported by service report that the fowler was stuck and won't go down. The customer reported that they did not know if there was patient involvement or if ther were adverse consequences to report.

Manufacturer narrative:
Results - ball screw required adjustment.